Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure of the imaging system was self energizing when the system was off with the umbilical cable unplugged. Additionally, the ds1 was noted to be lower than intended. To restore functionality, the power conversion enclosure was replaced and the ds1 was adjusted. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system could not complete start up. During start up, it was reported that a red x appeared for x-ray functionality on the pendant. Restarting the imaging system as well as disconnecting the interface (umbilical) cable and reconnecting it did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the unit had two transistors shorted on the unit. If information is provided in the future, a supplemental report will be issued.